Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver device (part number stk-gl-001/serial number (B)(4)/lot number 5167424), being used with the complaint sensor, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.